Event description:
Allergan sales representative reported "a leaking lap-band" for the surgeon.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The lab noted breakage with striations, consistent with surgical damage, to the shell of the band. This shell was received by allergan in pieces. In addition, the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was also found broken with striations, consistent with surgical damage. These damages all appear to have been made during the removal of the device. Analysis noted acid degradation on the shell and ring of the band indicating damage to the device that may have been caused by an erosion. In addition, the lab found adhesive issues with the shell delaminating from the ring of the band leading to partial separation. Device labeling addresses the possible outcome of a leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. The band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments."